Event description:
Pt in or for removal of lesion left lower eyelid. Procedure very bloody. Pt wearing an oxygen mask which had been shortened to allow surgeon access to the lower lid. Cotton tip applicator placed in the wound to dab the blood. Cautery placed in the wound and a flash occurred. The cotton applicator and oxygen mask burned rapidly. Pt sustained second degree burns to upper lid and lower nose area as well as first degree burns to cheeks and chin.